Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this was a percutaneous vertebroplasty (l1) for osteoporotic vertebral fracture on (B)(6) 2024. In the surgery, cement leakage was confirmed. The nurse mixed the cement, and it was mixed properly with no apparent problems. After waiting for the optimum viscosity tone to be reached, cement filling began in 9 minutes and 45 seconds. Both left and right sides were cemented with 4 cc each (stent balloon was used size m and inflated with 5 cc each). At that time, while the image was being viewed laterally, there was no evidence of cement flow and the cement remained in and around the stent. However, when the frontal image was subsequently reviewed, it was confirmed that there was cement on the right lateral side of the vertebral body the cement was checked immediately after checking for any free cement, 1 minute, 5 minutes, 10 minutes, and 40 minutes later. (Decompressive surgery was also performed, and since this was after the decompressive surgery, there was no increase in surgery time.) After confirming that the cement was not moving, the wound was closed and the surgery was completed without any surgical delay. Lateral fluoroscopy showed that the vertebral body was seen to be rising straight forward and upward from the center of the vertebral body. No further information is available.

Event description:
Additional information received states that patient status was stable. Additional information: how was the cement prepared for use?: the nurse mixed the cement, and it was mixed properly with no apparent problems. What was the timing to mix and the time between mixing and setting?: after mixing the cement, the cement was being waited for the optimum viscosity tone to be reached, and cement filling began in 9 minutes and 45 seconds.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device history review: part:07.702.016s; lot no:3h53601; release to warehouse date:15 aug, 2023. Expiry date:01 aug, 2026. Manufacturing site: werk selzach. Supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.